Event description:
It was reported that the customer was admitted to hospital due to experiencing an elevated blood glucose (bg) level displayed as "high" and the customer feeling unwell as a result. Humalog was taken by the customer to help assist with bg levels. No further details were provided as customer declined to provide further information.